Event description:
It was reported that the guide wire tracked to the distal part of the vessel into a very small side branch. Reportedly, the guide wire continued to be torqued without moving the guide wire back and forward. The side branch spasmed and the guide wire became caught in the small side branch. During attempts to remove the guide wire, it began to unravel. A balloon was advanced to the distal area and inflated to support the guide wire, and the entire system was removed with some difficulty. No patient injury was reported.